Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed arc/burn damage on 3 pins in the wand port and a damaged lid and bezel. A functional evaluation revealed the unit has no output voltage due to the damaged wand port. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during an unknown procedure, the fa coblator ii controller (120v) stopped working. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. Preliminary results of investigation have concluded that this unit had no output voltage which makes it a reportable event.